Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2022. Block d6b: explant date: (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure, and the explanted devices were disposed by the facility. No device malfunction was suspected.